Event description:
Subsequent information was received that a lead revision procedure was performed and that the implantable cardioverter defibrillator (ICD) was electively replaced with a cardiac resynchronization therapy pacemaker (crt-p) as the patient no longer wanted an ICD. During the procedure this right ventricular (rv) lead was connected to the left ventricular (lv) port and the lv lead was connected to the rv port of the crt-p. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which has resulted in occasional pacing inhibition and asystole of greater than two seconds in duration. It was reported that the patient was symptomatic, but no serious injuries or syncope have been noted. The implantable cardioverter defibrillator (ICD) portion of the device was going to be deactivated as the patient was in hospice. Boston scientific technical services (ts) discussed with the field representative options related to reprogramming and potential surgical intervention. The field representative was going to discuss the potential options with the patient's health care provider. Subsequent information received from the field representative notes that no changes have been made at this time. No additional adverse patient effects have been reported.